Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient implanted with a neurostimulator (ins) for spinal pain and back pain. It was reported that the patient was having a new problem. It was reported that the patient usually kept their stimulation right at 4.20v at the highest and it was usually at 4v while they were standing or walking. It was reported that they would set it to 3.7v when they would lay down during the day. It was reported that the patient had noticed that when they were laying down/putting their feet up and their stimulation was decreased to about 3.4v to 3.7v, the stimulation sensation still felt like it was stronger than where they decreased it to. The patient had stimulation at .10v and stated that it felt like stimulation was at .410v or .420v whether they were sitting or lying down. It was reported that no trauma/falls were related to the issue, however, it was reported that the stimulation issues were related to positional movement. It was stated that the stimulation felt like the amplitude was set on the same settings they¿d use for their standing up position (more stimulation), when they were laying down even if the settings were set to a lower setting. It was reported that on lower settings it still felt strong. It was ensured that the patient was not asking for assistance with adaptive stimulation and the patient confirmed that they do not use the adaptive stimulation feature. It was reported that they tried it but preferred to manually adjust their stimulation and had been set up to be manually in control of their stim ulation since about a month or two after they were implanted. It was reported that it was fine up until they started having this stimulation problem. The patient was walked through setting stimulation at their desired level, however stimulation was not felt the way the patient desired. At 2.7v the patient stated that stimulation still felt like it was at 4.2v. It was clarified that the patient was able to turn the amplitude down, but their stimulation sensation didn¿t seem to lessen in intensity. It was reported that the issue with the stimulation feeling too strong when the amplitude was turned down was it considered to be a sudden change in therapy/symptoms and began on (B)(6) 2017. The patient was advised to follow-up with their healthcare provider. It was reviewed that the external equipment appeared to be functioning correctly and that they should follow-up to have their device checked. The patient stated that they would see their hcp at an appointment on (B)(6) 2017 with their pain management hcp for their medications. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-07 from the consumer to answer follow up questions that had been mailed. The consumer reported that on (B)(6)2017 they were going in for surgery but a week prior to that they noticed the stimulation in their back was not as it had always been. The patient was set on group a at usually around 4.1v. On (B)(6)2017 the patient met with the manufacturer representative and was reprogrammed to group b and was now at 2.75 v maximum. The patient turned stimulator off at night had only had it on during the day when they were up. The patient had to have surgery and was recovering. The overstimulation occurring when the patient was laying down even when stimulation was turned down was addressed by the reprogramming session. Since that reprogramming session to group b everything has been fine. On wednesday the patient charged like they always do every 3.5- 4 weeks and stated that the stimulator, recharging system, and program were all working fine. It was confirmed that the issue was resolved. It was noted that the patient¿s weight had not really changed although they did lose weight after the unrelated surgery but had put that weight back on. For the last 15 years the patient had ranged between (B)(6) lbs.